Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
The device manufacturer date is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken during surgery. Probable root cause: process: dimple retaining feature not manufactured to specification, implant anchor or needle not manufactured to specification, and stiffener not manufactured to specification. Application: user not familiar with device use and user excessively bends/kinks the needle. The reported failure mode will be monitored for future reoccurrence.